Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 7/17/2017 returned test strips produce high readings. Most likely underlying root cause of high control results are due to improper storage: vial left open for an extended period of time test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood and control glucose test results. The customer is concerned with tests results from all results obtained. The customer's expected fasting blood glucose test result range is 118 - 145 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 06/16/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: the 75cmg/dl (B)(6) 2017 02:59 pm control the 184mg/dl (B)(6) 2017 03:51 am fasting:yes, the 187mg/dl (B)(6) 2017 06:05 am fasting:yes, the 175mg/dl (B)(6) 2017 05:13 am fasting:yes, the 72cmg/dl (B)(6) 2017 05:11 am control. Memory concerns: concerned that control solutions are higher than expected, and that blood results are high.